Manufacturer narrative:
Other applicable components are: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2002, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had been experiencing major back problems, possible ruptured disc that caused the patient's feet to go numb. The back issues had nothing to do with the spinal cord stimulator (scs) device. He would have another surgery to make this three level fusion into a four level fusion. He relied on the current implant for decent pain relief. Last night, (B)(6) 2016, everything was working fine and the patient turned the implant off to go to sleep. When he woke up this morning and turned the implant back on, the left lead stopped working and that was the one that the patient needed for pain relief. The left side did not work for pain relief. He had replaced some lights yesterday and did not know if that caused swelling and pushed the lead out or what, but if the patient moved a certain way he could get the lead to come on. The patient did not have a managing healthcare professional (hcp). The patient was looking for a doctor. He called his primary care physician (pcp) and left a message and waiting to hear back. He was going to see if his pcp would let the manufacturing representative (rep) come and check to see what was wrong with his system. He was having severe pain down the left leg or around the hip. His l2 and l3 were crushed and fused with titanium rods. The device would kick in if he moved just right but it was getting harder and harder to get it to kick in. A rep spoke with the patient and the patient was setting up a time to meet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.